Manufacturer narrative:
The valve has been returned to the manufacturer for evaluation and an investigation has been initiated. The results of the evaluation and investigation will be provided in a follow-up report.

Event description:
The valve was implanted into a patient with a history of bacterial endocarditis and aortic insufficiency. An intraoperative echocardiogram indicated a high gradient and an alternative valve was implanted.